Event description:
Young male with leukemia that required long term venous access for treatment had a second port implanted on 1/29/93. In 7/94, catheter occluded and upon further intervention it was discovered that the catheter's integrity was impaired and removal was warranted. Decision made not to reinsert a 3rd port at this time. (Same pt referred to in mw1003164.)